Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician completed the transseptal puncture after several minutes of trying to position the transseptal device in an acceptable position. The physician then positioned the was in the laa of the patient and inserted a 27mm wds. The closure device was deployed multiple times before it was decided to upsize to a 31mm wds. The 31mm closure device was deployed a few times before it was decided to recross the septum at a different position. After several attempts were made the physician was able to find the correct position for the transseptal crossing. A new 27mm wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. Transesophageal echocardiogram (tee) imaging post implant showed a trace pericardial effusion that the physician planned to reassess later that day. Later that evening transthoracic echocardiogram imaging showed that there was a significant pericardial effusion present. The physician performed a pericardiocentesis to treat and manage the effusion. The patient made a full recovery from this event and was discharged from the hospital.